Event description:
This info was received from a patient (pt) in the (B)(6). On (B)(6) 2013 an online company transferred a call from a pt who purchased contact lenses (cl) from them. The pt reported having experienced an unk infection od on two separate occasions. She was examined by an ophthalmologist who prescribed chloramphenicol q2hrs x 48 hrs then q4hrs and instructed to remain out of cl for 3 weeks and discard any reaming lenses; she continued to use the same lens case and solution from the same lens care solution bottle. The pt was previously diagnosed with an unknown infection in the od. During the first episode she was seen by her general practitioner who treated her with chloramphenicol on a less frequent schedule. The pt called her general practioner's to report recurrence and was referred to an ophthalmologist. On (B)(6) 2013 our affiliate provided additional info from the treating ophthalmologist. The pt had a long-term history of cl over-wear, neovascularization, bacterial infection and conjunctivitis while wearing ciba dailies and acuvue advance. The doctor suspected the pt was cl intolerant or had a viral infection. The pt was instructed to stop lens wear and return in 3 weeks. On (B)(6) 2013 the pt sated that she was last seen by an ecp on (B)(6) 2013 for an unk infection os and told it could have been caused by a virus that she continues to get. The pt said it was probably from using her old lens case and the lens care solution from a previous infection and some personal items as well. The pt did not receive medical treatment for the event on (B)(6) 2013; however, she was instructed to stay out of cl for 3 weeks.

Manufacturer narrative:
The precise nature of the reported injury is unk; this is being reported as worst case. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed in quarterly franchise management review meetings.